Event description:
A nurse reported that a pt was diagnosed with coagulase-negative staphylococcus peritonitis during a peritoneal dialysis clinic visit on (B)(6) 2015. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile filed during treatment: the pt did not wash their hands and did not done a mask. The pt was treated with vancomycin 1 gram via intraperitoneal route with an unk frequency. No peritoneal dialysis treatments were missed and there was no reportable device malfunction.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received. The actual device was not returned to the MFR for physical eval and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications.